Event description:
It was reported that the patient called to report new driveline drainage (B)(6) 2022. The patient denied trauma to the driveline. The patient was sent to their primary care physician and cultures taken on (B)(6) 2022 were positive for stenotrophomonas maltophilia. The patient was given oral antibiotics and the infection remained stable. It was planned to follow up with infectious disease for further treatment and management.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.